Event description:
Caller reported that pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to fully charge the battery and planned to follow up.